Event description:
It was reported that the pump experienced over 7 acu watchdog errors.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal on the bottom case was removed/broken, and top case, bottom case and right plunger case were cracked. Review of the event history log showed occurrences of "acu watchdog failure" and "primary audible alarm post." Functional testing included running the pump through the power up process, audio testing and testing of the main printed circuit board. The investigation was unable to duplicate the reported issues; no problems were found with the speaker or printed circuit board. The speaker and printed circuit board were replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.